Event description:
Responders arrived to an incident on the event date, at 7:30 pm involving a male who had collapsed in the gym area of a college just after playing a pickup game of basketball. The responders identified that the patient had a 'faint and thready' pulse and was 'gasping' when they arrived. No CPR was administered prior to the application of the pad electrodes. The device began analysis and gave a "shock advised" message, the responder pressed the shock button, they are not sure if a shock was delivered. The pad then gave a "low battery" warning and issued 'analyzing' prompt, the device gave the message "no shock advised - begin CPR". At this point the emergency medical services, who had arrived at the scene, immediately took over. The patient was transported to a local hospital where they worked on him for little over an hour in the emergency room before he passed away. At one point, the doctor did come out and say that he had a faint pulse and very low blood pressure, but they didn't think he was going to make it. Preliminary reports state that he had an abnormal heart. Heartsine technologies have allocated complaint number to this complaint.

Manufacturer narrative:
The low battery warning issued was due to a legitimate low battery capacity. The tests conducted show that the pad device was operating correctly. A test unit loaded with identical software also identified a low battery when the pad pak was inserted. The customer battery was not fully discharged as demonstrated by the unit under investigation having delivered therapy to the patient during the reported event and also having delivered several shocks along with 2 full therapy sequences during this investigation. Pad batteries are capable of issuing > 30 shocks. It has not been possible to determine why the capacity was low. There can be various possible reasons for a depleted battery, for example cold or humid storage conditions or use in a pad unit which is switched on/off on numerous occasions. When a pad device is switched on, a battery self test is performed causing some small depletion, thus it is not recommended to switch the unit on/off regularly. As no hardware fault with the device was found, the unit will be upgraded, retested and returned to the user with a new user manual.